Event description:
Medtronic arctic front cardiac cryoablation catheter system, during my ablation surgery at (B)(6) hosp in (B)(6)., failed to deliver more than 90 seconds of "freeze" to ablate my wolff-parkinson-white accessory pathway in my heart. Dr (B)(6) desired 240 seconds of "freeze" but the device could not perform past 90 seconds. I will have to try the surgery again. Currently in recovery from this surgery. FDA safety report ID# (B)(4).